Event description:
The reporter stated that the surgeon was inserting a cq2015 collamer three piece lens and the distal haptic tore off. The surgeon enlarged the incision minimally and cut up the lens to remove it and replaced it with another model lens, no suture required.

Manufacturer narrative:
H6: evaluation results: (other) - a visual inspection of the returned product shows that one haptic is torn off into the optic and is missing. There is a tear in the optic near the other haptic. There is clear surgical residue on the lens. Conclusions: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.